Manufacturer narrative:
Expiration date: lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Device evaluated by MFR: the device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue removal, while resecting a polyp from the lower uterine segment, a perforation occurred. The fluid deficit rose and an ultrasound was done to confirm the perforation. No treatment or medical intervention was provided.